Event description:
It was reported that during the implant attempt, the helix of the lead would not fully extend. The physician tried a new lead and again the helix would not extend. Neither lead was used. The patient's anatomy was very torturous, so the physician decided to attempt a new access. A new lead was then implanted without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).